Event description:
Revision of metal back, pe liner, ceramic ball head due to a granuloma, 8 years after primary surgery. The cup was loose. Ball head stuck in the insert.

Manufacturer narrative:
The event was initially judged not reportable, but after the inspection and analysis of the retrieved implants, we changed our decision. In the attached report, there is the complete analysis performed by medacta.